Event description:
It has been reported to the co that during the case the occlusion balloon deflated. The device was inserted into the pt and the balloon was inflated to occlude the vessel, occlusion was achieved. Stented the area and the occlusion balloon started to deflate. Device was removed.